Manufacturer narrative:
It was reported by the customer that the power adapter that was involved in the event was not a baxter product. This report was of a non-baxter medina manufactured/ non-approved part for which baxter medina does not have reporting responsibility. It is a results of an unauthorized service, installed outside the factory by non-baxter personnel. The customer also reported that there was no allegation against the identified device.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a nurse was shocked when trying to unplug a spectrum pump. The power supply came apart, exposing internal wires within the power supply. It was reported the nurse was being examined by a physician after the incident. No additional information is available.